Event description:
Rptr indicated pt's lead was implanted in an inverted configuration. The pt was having good response to the vns therapy until such time that their family member was made aware of the inverted lead position. Since becoming aware of the inverted lead position, the pt's family member claims that the pt is not getting seizure control with the vns therapy. The implanting surgeon was inadequately trained and the vns labeling is inadequate.